Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that following a pulmonary vein isolation (pvi) and cavotricuspid isthmus (cti) ablation (off-label) with a farawave catheter, a coronary angiogram (cag) showed that the patient experienced a coronary artery spasm. Nitroglycerin was administered, another (cag) was performed to confirm that the spasm was resolved, after which the procedure was completed. The patient's condition was good. The device was disposed of and therefore will not be returned.